Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc confirmed the subject device in combination with our spare camera head and the camera head communication error e221/e222 could not be duplicated. The lightning failure of the led of the front panel was duplicated. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the preparation for use, the camera head communication error e221/e222 occurred and when the user turned off the power of the subject device, the front panel display of the subject device became dim and then led of the front panel of the device lit for a moment. The user replaced the subject device with another device to complete the procedure. The subject device was used in combination with ch-s400-xz-ea. Other detailed information was not provided. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information.the ch-s400-xz-ea used in combination with the device was returned to omsc. Omsc confirmed that the camera head communication error e222 occurred when the subject device and our spare otv-s400 were used in combination with the returned ch-s400-xz-ea. If the power switch was not pressed sufficiently when turning off the power of the subject device, the lightning failure of the led of the front panel was duplicated. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Omsc surmised that the camera head communication error e221/e222 occurred due to a failure of the subject ch-s400-xz-ea. Omsc surmised that the lightning failure of the led of the front panel occurred since the power switch of the subject device was not pressed sufficiently.